Manufacturer narrative:
E1 phone number: (B)(6) g4: 510k is unknown. No product information has been provided. B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion sensor, which was determined to be faulty. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device dso sensor was replaced and passed all subsequent testing.

Event description:
It was stated that after a certain time of usage, the pump goes into occlusion alarm. There was patient involvement, but no patient harm.